Event description:
It was reported that the guide rails are broken off during a procedure. Nothing fell on the surgical site and the procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event. After receiving at manufacturer facility it was found that the guide rails were intact and the top housing was separated from the bottom housing.

Manufacturer narrative:
The reported event, top housing guide rail broke, was not duplicated. Upon inspection it was found that the top housing had separated from the bottom housing. Device was placed in parts retention.